Event description:
On (B)(6) 2025, a sales representative reported via sems-06917603 that an ar-1665bcsl-39 3.9 bc loop 'n' tack¿ tenodesis implant systems anchor broke during insertion. This occurred during use in a rotator cuff repair. The bone was hard; it was prepped with the punch, and no pieces were left in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misaligned insertion, prying, and leveraging the device.